Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles also patient alleged to have difficulty breathing and develop lung cancer related to a bipap device's sound abatement foam.the reported event to develop lung cancer was reviewed by the pms clinical expert. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's service center for further evaluation. The device was inspected internal and externally and slight white and black contamination dust like ,inconsistent with sound abatement foam at the air input of the blower box .light white dust like contamination ,tiny unknown black , few tiny pieces of potential hair and white specs of contamination on the bottom of the blower box ,which suggest the source of contamination was external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (#193 err_usb_host_no_device) logged. The manufacturer concludes that they could not confirm the customer's allegation and there is dust like contamination and the source of contaminations were external to the device.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.